Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) has not yet been recovered from the field. Review of the download flag data surrounding the event does not suggest an electrode belt malfunction that would contribute to the patient's death. The electrode belt was fully functional and able to detect and treat while in use in the field.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing the patient received an appropriate treatment shock. It was reported that the patient was at home at the time of the event. The patient's wife reported that the patient was found unconscious. Review of the continuous ECG recording indicates that the patient experienced three runs of vf between 20:46:17 and 20:50:13. The patient was not treated at this time because use of the response buttons prevented the treatment sequence from being initiated. At 20:50:51 the patient experienced a fourth run of vf. The response buttons were again pressed at 20:51:15, delaying a treatment. The patient did receive a treatment shock at 20:52:17 while in vf. The post-shock rhythm was accelerated idioventricular rhythm at 60 bpm. As the patient was reported to be unconscious, it is unknown who pressed the response buttons. Following the treatment shock, the patient remained in idioventricular rhythm between 30 and 40 bpm until the electrode belt was disconnected at 21:05:30. The response buttons were again pressed intermittently throughout this time. The patient's wife reported that ems was called. The patient passed away on (B)(6) 2017.